Event description:
In situ measurements from (B)(6) 2018 started to show affected channels. As a result, 4 electrode channels were switched off and the recipient was remapped. At that time there was no deterioration in speech discrimination and recipient had 8 active channels. Further in situ measurements in (B)(6) 2019 revealed additional affected channels. Two weeks after that it was reported the recipient only had 4 available channels. The recipient still wore the external device, however, reported having more benefit with hearing aid. Recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage which is supposed to have been present whilst implanted. Damages found during investigation are likely related to the explantation surgery. Reportedly, the recipient's performance decreased over time and in situ measurements showed fluctuating impedance values, which might have been caused by physiological changes in the cochlea such as temporary loss of lymphatic fluid. Furthermore, one channel was left outside of cochlea during implantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode likely caused by device minute mobility is very likely. In addition one channel was left out of cochlea at the time of implantation. Recipient has been reimplanted. The device has not been received for investigation. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
In situ measurements showed affected channels. The recipient still wore the external device, however, reported having more benefit with hearing aid. Recipient was re-implanted on (B)(6) 2019. When the explanted device was placed in the explant kit, it seemed that the tip of the electrode got caught in the lid and was damaged. Despite requested, the explanted device has not yet been returned to hq for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements from (B)(6) 2018 started to show affected channels. At that time there was no deterioration in speech discrimination and recipient had 8 active channels. Further in situ measurements on (B)(6) 2019 revealed additional high channels; 2 weeks after that it was reported the recipient only had 4 available channels.